Event description:
It was reported that the patient had a neck pain. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5088697.